Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. The baseline age of the patients represented in the article is 63 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿injectable loop recorder implantation in an ambulatory setting by advanced practice providers: analysis of outcomes.¿ pace - pacing and clinical electrophysiology. 2017; 40(9):982-985. Doi: 10.1111/pace.13155. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information this model of an implantable loop recorders (ilrs). The article reported that there were two (2) ilrs with complications; one (1) patient had the device removed due to pain at the device site. The other patient had a ¿suspected¿ infection due to erythema (redness) around the incision site. This was treated with antibiotics, with complete resolution. This patient¿s device remained in use. The status of the ilr is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.